Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula appeared to have a hole near the tip. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose was reading high, over 250mg/dl, while wearing the pod on her arm for between 4 and 24 hours. Treatment included replacing the pod and bolusing around 5 units. She then also bolused 3-4 units an hour and a half later. The device was returned for evaluation.